Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 384 mg/dl - "high"; specific value not provided. Cause of bg was unknown. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.